Manufacturer narrative:
Investigation summary: review of manufacturing process showed that the subject atrial lead was released following all applicable procedures. Analysis of the remote monitoring data revealed that atrial impedance was consistently low (<200 ohms) in bipolar mode since at least 21 january 2025. Atrial sensing is stable but low (about 1 mv), with a threshold of 1.5 v, and non-physiological artifacts causing atrial oversensing and pacing inhibition since 23 january 2025. These findings may suggest a potential issue with atrial lead integrity, possibly involving the outer insulation or an internal short circuit between the inner and outer coils. This behavior could impact both sensing and pacing functions of the atrial lead. Since the lead remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, on rms report dated 17 feb 2025, ra lead impedance is under 200 ohms and some ra noise is recorded.

Event description:
Reportedly, on rms report dated 17 feb 2025, ra lead impedance is under 200 ohms and some ra noise is recorded.